Event description:
The customer reported failed operation check - failed to shock. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported failed operation check - failed to shock. There was no reported patient involvement. The philips bench repair evaluated the device and was able to recreate the shock failure. The processor pca was replaced and resolved the issue. The device passed all performance assurance testing and was returned to the customer.